Manufacturer narrative:
(B)(4). Technical service engineer (tse) troubleshot this issue with the customer over the phone. The customer was suggested to run the extended self-test (est). Covidien was not authorized to evaluate the device.

Event description:
It was received information stating that an 840 ventilator had an inoperable graphical user interface (gui) display. The ventilator was not in use on a patient at the time the malfunction occurred.